Manufacturer narrative:
The field service engineer (fse), evaluated the device. And confirmed, it fails the operational check. And the high voltage capacitor is out of tolerance. The device needs a high voltage capacitor. It was determined, that this was a malfunction of the high voltage capacitor. It was replaced. And the device passed all performance assurance testing. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
The device fails operational check.